Event description:
The liner would not seat. A backup was on hand. Due to excessive pounding on the acetabulum and extended operative time, the pt suffered severe post operative bleeding from the pelvis.